Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: while in standby mode the plimit setting would switch to 20 cmh2o when trying to change to 30 cmh2o. Attempted several times with same result. After restarting the ventilator it worked as intended. Summary: plimit jumps 10mbar below set value.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: while in standby mode the plimit setting would switch to 20 cmh2o when trying to change to 30 cmh2o. Attempted several times with same result. After restarting the ventilator, it worked as intended. Summary: plimit jumps 10mbar below set value.